Manufacturer narrative:
This is just a follow up on the submission name: "MDR_3006575795-2024-00079_complaint (B)(4)" as in part b wrong date report was entered as 03/25/2024. Right report date is 03/262024.

Manufacturer narrative:
On (B)(6) 2024 flowrate issue was observed at zyno medical llc during calibration. This pump has flow rate issue but the final issue is not established accurately. All the issues were resolved during preventive maintenance.

Event description:
On (B)(6) 2024, during servicing activities of zyno medical devices, there was an issue observed during preventive maintenace/ calibration that there is a flowrate issue where flow rate offset% at pre-rework is 13% and flow rate offset% at post-rework is 0%. This is determined to be a flowrate unknown issue. No patient involved as this is observed during calibration/preventive maintenance.